Event description:
It was reported that during meniscus repair procedure, t1 was deployed successfully, but the t anchor was deformed when deployed t2. The ts were successfully removed from the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D9: updated, device received. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The blue split cannula was not returned with the device. The distal tip of the needle has been bent at almost a 90 degree angle. Device hasn't been fully actuated. Both t1 and t2 anchors still attached to the device. A functional evaluation revealed the device could function t1 as intended. T2 was jammed due to bend in needle. Device could not function as expected. A review of the customer provided image reveals a different batch number and product number than the reported device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.